Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was elective explanted on (B)(6) 2019 due to medical issue. The recipient was reimplanted with a new device during the same surgery.

Event description:
Per the clinic, it was reported that the patient was treated with IV antibiotics (specific date and duration not reported) and subsequently, was hospitalized for 1 week (specific date not reported) due to meningitis as reported previously.